Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-oct-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that all the users were unable to use fingerprints on the station. A field service engineer dialed into the station and performed a reboot, then observed a registered nurse successfully signing in using biometric identifier. The system functioned as intended after the field service engineer troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es all users were unable to use their fingerprints to log in to the station. An error message indicated that maintenance was required. The customer attempted to reboot the station; however, the issue persisted. However, there were no delays, adverse events or injuries reported based on this event.